Event description:
Experienced moderate nerve pain in the lower abdomen 1-2 days post-treatment of coolsculpting. Pain is continuing to increase daily post-treatment despite being prescribed gabapentin for the pain. Ideal image.